Manufacturer narrative:
The product was not returned for analysis. Device history record (DHR) review was conducted and the product met quality requirements for product acceptance. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
It was reported that a saber balloon rupture below its normal pressure. The procedure was completed successfully. There was no reported patient injury. An ipsitateral approach was made to the superficial femoral artery (sfa) stenosis. The product was clinically used and will not be returned for analysis.

Manufacturer narrative:
It was reported that a 4x150mm saber balloon rupture below its normal pressure. The procedure was completed successfully. There was no reported patient injury. An ipsilateral approach was made to the superficial femoral artery (sfa) stenosis. The device was not returned for analysis. A device history record (DHR) review of lot 17383207 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon burst - at/below rbp¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics were not provided. According to the instructions for use, ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.